Manufacturer narrative:
The serial number was not provided, therefore, the manufacture date is unk. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that no alarm was produced when the flow rate of the s5 roller pump exceeded the set value. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that no alarm was produced when the flow rate of the s5 roller pump exceeded the set value. There was no report of pt injury.